Event description:
Allegedly, patient was revised due to mom complications: pain; difficulty walking; fluid; metallosis cysts of osteolysis - left.

Manufacturer narrative:
This is the same event as 3010536692-2015-00968. (B)(4).